Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery the footplate was bent and /or damaged.

Manufacturer narrative:
Correction: initial report indicated - reported device not marketed in the u.s., however, simlar devices or devices that share components, raw materials, process methods or any other technological charateristics with a medical device registered within the u.s. Are. This information is incorrect; the reported device is marketed in u.s. Manufacturing site evaluation: received one fk961r for evaluation. Batch number 52121369. Manufacture date 04-01-2015. The tip of the received device is cracked. Microscopic analysis indicates the fracture is a forced fracture due to overload. No pores, inclusions or foreign bodies were found at the point of rupture. Hardness testing indicates the device hardness is within specification. The quality and manufacturing history records were reviewed and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of this failure is likely user related. This type of instrument is designed for delicate use only. Corrective / preventive action: not applicable.